Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 102 mg/dl. The customer continued to use the pump for insulin therapy.